Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg because it has flipped and was moving. X-ray result confirmed the ipg rotated. The patient underwent pocket revision. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that database analysis was taken and revealed no anomalies. Everything was working properly.

Event description:
A report was received that the patient was having difficulty charging the ipg because it has flipped and was moving. X-ray result confirmed the ipg rotated. The patient underwent pocket revision. No device malfunction was suspected. The patient was doing well postoperatively.